Manufacturer narrative:
The subject device was returned to omsc and checked the subject device. [At evaluation] omsc evaluated the subject device and found the followings; -the exterior of the subject device had no abnormality. -the subject device was tested and duplicated the reported phenomenon. It was found the printed circuit board failure of the subject device which made the reported phenomenon. [At investigation] omsc investigated using the subject device and found as follows; - it was confirmed that the reported phenomenon occurred when the subject device insufflated. - it was confirmed that e03 was occurred with the error log confirmation. - it has been pasted 8 years and 3 months since manufacturing the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on evaluation and investigation results, omsc concluded that the cause of the reported phenomenon was occurred due to the pressure sensor failure on the printed circuit board of the subject device. The cause of the pressure sensor failure could not be identified. However, the pressure sensor failure might have occurred due to aging deterioration of the subject device with passing 8 years and 3 months since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that while the subject device insufflated, an alert ¿beep¿ sound suddenly made from the subject device and the power went off during the laparoscopic surgery procedure, even though the user was not doing anything special. The user changed device to another high flow insufflation unit, uhi-3 and completed the intended procedure. The user also reported that the same phenomenon had occurred with another loaner device. There was no patient injury associated with this report.